Event description:
Pt admitted to hosp on (B)(6) 2018 for back operation. Name and strength : synvisc one inj 8mg/ml, dose or amount: 48mg, frequency: other, route: intra-articular, dates of use: (B)(6) 2018.